Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without the device, we are unable to confirm the clinical report or investigate further into the root cause for the reported event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 26mm transcatheter valve, was implanted into a 25mm bioprosthetic valve in the pulmonary position via valve-in-valve procedure after an implant duration of approximately five (5) years. The reason for the procedure was aortic insufficiency. The patient is recovering well and no complication was reported.